Event description:
It was reported that the user¿s ilet would not unlock after charging, and functionality was restored after a force restart was performed through the ilet app. Symptoms included no clinical symptoms. Outcomes included no impact to health and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device experienced a temporary software state requiring a force restart, and the device resumed normal operation after reset. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, correctable software issue.